Manufacturer narrative:
Investigation: investigation summary: based on the photos provided, it could be confirmed that there was some clear material on the outside of the patient end of the cannula; however, since no samples were returned, the nature of the observed material nor the root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure, per photo provided based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the cannula of the 32 g x 4 mm bd ultra fine¿ insulin pen needle. No reported medical intervention or serious injury.